Manufacturer narrative:
Ge healthcare's investigation has concluded and the cause of this event was determined to be wear of the locking mechanism. The foot rest associated with this event was installed on this system for seventeen years. It was confirmed that due to this wear, the latch was able to travel beyond its limit which lead to ineffective locking of the foot rest.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during preparation for a fluoroscopy exam, a patient stepped onto the foot rest when it detached from the table causing the patient to fall approximately 5 inches to the floor. The patient complained of arm and neck pain and was taken to the emergency department for an x-ray of the elbow and lumbar spine. The x-rays were negative and the patient was discharged.